Manufacturer narrative:
The patient complained of a battery not registering when connected to the controller. One battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. A review of the device's manufacturing records indicated that the unit met the internal requirements prior to its quality assurance release process. Failure analysis of the returned battery revealed that the device passed visual inspection but failed functional testing. Internal inspection revealed an open wire within the connector assembly itself which prevented the battery from not registering when connected to the controller. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an open connection within the output connector, likely due to a manufacturing/assembly error. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that the patient complained of a battery not registering when connected to the controller. The ventricular assist device (vad) coordinator attempted to reproduce the situation without success. The battery was subsequently exchanged with no reported consequence or impact to the patient. The issue resolved with the replacement battery. There was no damage observed to the controller power port. The event was not associated with any controller alarms or loss of power to the system. The pump remained powered by the additional power source. Reportedly, the patient did not apply excessive force when trying to connect the battery to the controller. An audible click was heard when the battery was connected to the controller.